Event description:
It was reported that a 67-year-old female patient (90kgs) underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter. The av node was injured and required pacemaker implantation. During the ablation the patient's av node was injured. They had to place a temporary pacemaker in the patient. The patient is going to be monitored and the physician will decide tomorrow if the patient needs a permanent pacemaker. During the case, they used a total of 50 watts. They used a 4 mm easy steer catheter, and a soundstar catheter. The physician stated that there was no warning on the carto 3 system or the electrograms they were close to the av node. They had a distance of 24mm away from the av node. They came off ablation within 1200 milliseconds of the dropped heartbeat. Catheters were not recovered. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to patient condition and anatomy. Permanent pacemaker was implanted as intervention. The patient outcome of the adverse event is fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event, patient was admitted and required a one-day hospital stay for ICU monitoring and pacemaker implantation the system did not provide an error, map shift not seen. Patient went into complete heart block during ablation. The issue was seen during ablation. No noticeable difference in catheter location. The physician did not perform cardioversion and the patient did not move before detecting the shift. Map shift will not be coded as they report that no map shift occurred. No problems with carto system found by the company representative or the field service engineer. Prolonged hospitalization will not be coded as the patient only stayed one night. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30655132m and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).